Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Additional information indicates the ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery. Surgical intervention may be pending to address the issue.